Manufacturer narrative:
The lead was surgically abandoned and replaced. At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned due to exhibiting noise on ventricular channel. This right ventricular lead is out of service. It was replaced with a new lead. No additional adverse patient effects were reported.